Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention was performed

Event description:
It was reported that the patients coronary sinus was dissected during attempted cannulation. No adverse events were encountered and no further intervention was performed.